Manufacturer narrative:
The technician found the nurse call cable was damaged. He replaced the cable to repair the bed.

Event description:
Information received indicates the nurse call is not calling the nurse station.